Manufacturer narrative:
Batch review performed on (B)(4) 2020: lot 173801: (B)(4) items manufactured and released on 30-nov-2017. Expiration date: 2022-11-13. No anomalies found related to the problem. To date, 1 item of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the surgeon decided to resurface the patient's patella. The reason for this additional procedure is unknown. The agent was not notified of this procedure until present and a complaint was not filed. Presently, on (B)(6) 2020, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.